Manufacturer narrative:
Device history record was reviewed and no issues were observed, product was manufactured, tested and released per validated procedures. Proginal report specified "date of event" as (B)(6) 2022 but did not specify whether that was the implant or explant date. User facility was contacted and declined to provide additional details. Unit has not yet been returned for evaluation. An addendum will be filed with updated information if the unit is returned to nwm for evaluation.

Event description:
Hospital reported, "implanted and when surgeon wanted to flush was unsuccessful so he took explanted and replaced with a different one".

Manufacturer narrative:
The reported device was requested to be returned, however the user facility reported it is unavailable for return. The reported issue of "...flush was unsuccessful..." Was unable to be confirmed.